Event description:
It was reported that the patient experienced stimulation in the wrong location. The left side lead migrated down. Both perc leads were replaced with the 39565 lead on (B)(6) 2012. The patient was doing good aside from still dealing with some post-surgical pain from the surgical lead implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 3778 lot# v241914031 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2012; product typ lead product ID 3778 lot# v445133037 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2012; product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ extension. (B)(4).

Event description:
Additional information received reported that the patient had a follow up appointment on (B)(6) 2012. It was reported that the patient was healing well, the pain was reducing from surgery, and he was getting therapy. The patient was told to call if he had any issues and the health care provider did not hear back from him.